Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on intermittent occasions, the customer observed leaking near the patient line. The customer reported blood glucose (bg) level ranged from the 200-300's (mg/dl). To address the bg level, the customer delivered a correction bolus.